Event description:
It was reported that during an open hepatectomy, the tissue pad was detached off outside the patient in the beginning of the operation. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.